Manufacturer narrative:
A ge service representative performed an onsite investigation. The manufacturer advised the customer that the image intensifier was degraded and needed to be replaced to bring the system within manufacturer's specifications. The customer will notify the manufacturer if they decide to finance the replacement of the image intensifier. No conclusion can be drawn as repair information is unavailable and no additional service information was provided. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that after preventative maintenance by their clinical engineering staff the system's kvp tracking was out of specification and was not able to be adjusted within specification. No patient injury was reported.